Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the scope exhibited minor dent and scratches at the plastic distal end cover; however, it was confirmed that the fuc pae code which indicated that the c-cover is burned, was mistakenly selected for a pae event, even though the c cover did not need to be repaired due to an external defect. Per the legal manufacture, this issue of horizontal lines in the image and a damaged connecting cable is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited minor dent and scratches at the plastic distal end cover. There were no reports of patient involvement.